Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: recurrent incisional hernia upper midline of abdomen procedure: repair of recurrent incisional hernia, utilization of mesh for repair, bilateral muscle flap component separation for layered closure of incision measuring 12.5 cm length. Concomitant product: ventralex hernia patch the patient had surgical revision; infection; recurrence; resection of infected mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, infection and fistula. Post-operative patient treatment included resection of infected mesh, bilateral muscle flap component separation for layered closure, small bowel resection and fistula repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced recurrence, infection, nonhealing wound, small draining sinus, fever, fistula. Post-operative patient treatment included lysis of adhesions, resection of infected mesh, bilateral muscle flap component separation for layered closure, small bowel resection and fistula repair.